Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out. Additionally, implanting the device off-label and the patient having contraindicating conditions have been ruled out. However, non-compliance to the IFU was identified as the surgical site was closed using staples. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev 8 "close the incisions using sterile skin closures and apply dressings. Closures are usually done in two steps, with absorbable sutures for the deeper layer and either nonabsorbable or absorbable sutures for the superficial layer." Furthermore, patient non-compliance was identified as the incision site was inadvertently reopened when the patient's daughter used a loofah to wash their back. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: non-compliance to the IFU as the surgical site was closed using staples (user error-clinician). Patient non-compliance as the surgical site was inadvertently reopened when the patient's daughter used a loofah to wash their back (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported drainage from the incision site. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2026. As of (B)(6) 2026, the drainage has stopped, and the patient is doing well. No further issues have been reported.